Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The device's downloaded event log was reviewed, and the customer's complaint was confirmed. A ventilator inoperative alarm condition indicating a machine flow sensor drift occurred. The machine flow sensor needs to be replaced to address the issue. No components were replaced. The device was scrapped.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.